Event description:
Alleged the left foot caster is folder over. A patient was in the bed at the time the caster collapsed. No reported injuries.

Manufacturer narrative:
Repairs have not been completed.